Manufacturer narrative:
During use of a 6-7f mynxgrip vascular closure device (vcd), the sealant came out with catheter removing (final step of procedure). Hemostasis was achieved in unknown minutes. It was an interventional coronary procedure with retrograde approach. The user was mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device storage temperature did not exceed 25 °c. The balloon fully deflated after shuttling down. There was a significant sealant but there was no over tamping. The deployer did shuttle down completely. Additional patient and procedural details were requested but were not available. The device was not returned for analysis. A device history record (DHR) review of lot f1818701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported; however, handling factors are possible. According to the instruction for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds. Retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. The device was also received and section d10 was updated. The above is being submitted since it was prepared. An updated final report will be submitted within 30 days upon receipt of the analysis.

Manufacturer narrative:
During use of a 6-7f mynxgrip vascular closure device (vcd), the sealant came out with catheter removing (final step of procedure). Hemostasis was achieved in unknown minutes. It was an interventional coronary procedure with retrograde approach. The user was mynx certified. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device storage temperature did not exceed 25 °c. The balloon fully deflated after shuttling down. There was a significant sealant but there was no over tamping. The deployer did shuttle down completely. Additional patient and procedural details were requested but were not available. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with stopcock close, the procedural sheath was fully pulled back and the advancer tube was observed to have covered the balloon proximal tip as received. The sealant was not returned with the device. The condition of the returned device indicates an incomplete removal of the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was proximally pulled back for functional testing and the advancer tube was properly engaged proximal tamp lock, per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1818701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed through analysis of the returned device. However, the exact cause of the issue could not be determined during analysis. Based on the information available for review and the product analysis, the event may have been attributed to incorrectly following the instructions for use (IFU) since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube still being engaged to the distal tamp lock. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynxgrip vascular closure device, the sealant came out with catheter removing(final step of procedure). Hemostasis was achieved in unknown minutes. The device will be returned for analysis. It was an interventional coronary procedure with retrograde approach. The user was mynx certified. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device storage temperature did not exceed 25 °c. The balloon fully deflated after shuttling down. There was a significant sealant but there was no over tamping. The deployer did shuttle down completely. Additional patient and procedural details were requested but were not available.